Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. It was reported, approximately three years and five months post index procedure, that a CT revealed the presence of a proximal type I endoleak. Per the physician, the cause of the event was due to disease progression. The endurant stent graft was implanted in a good position but the aorta had expanded to 2 mm in diameter greater than the stent graft diameter. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.